Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A nurse called in and on behalf of her patient stating that the cycler is receiving an air detected in cassette warning in drain 0/4. The nurse indicated that there is no air lock present in treatment. She clearly stated that nothing is blocking the patient or the drain line. Nurse wanted to continue with treatment but she does not know how to bypass. Assisted to bypass. In fill # 1/6, 47 ml/1600 ml, the nurse noticed that a small quantity of fluid is coming from the tubing connector. She indicated that the patient line has double connector and the leaking was coming from the first one which patient is using.